Manufacturer narrative:
Received 1 used suction evacuator. The reported event was confirmed as manufacturing related. During the visual inspection, it was noted that the vinyl sealing was opened on half of the evacuator. Per current specification the seals shall be continuous with no voids and/or interruptions; therefore, the sample was found out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "iii. Indications for use: closed wound drainage following head and neck, abdominal, orthopedic, ent, ob/gyn and plastic surgery. IV. Contraindications: do not use for chest drainage." (B)(4).

Event description:
It was reported that the user noticed the suction device was damaged during use. No patient injury was reported. A limited procedure delay occurred to replace the suction evacuator.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user noticed the suction device was damaged during use. No patient injury was reported. A limited procedure delay occurred to replace the suction evacuator.